Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted(tissue and blood visible inside) and the distal conductor is distorted in the connector at 1.5cm. No further helix testing possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead the helix would not extend a second time. The lead was not used. No patient complications have been reported as a result of this event.